Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s stimulation ¿went on the fritz¿. Specifically, the patient was walking and ¿something happened to her right side¿. The patient stated that they had terrible pain and the stimulation moved from their lower back to the lower legs to the ankle. They also stated that ¿doing some weird pulsating¿ (sometimes it felt like it was pulsing) and was stimulating down their legs. The stimulation issue was not where it should be and was of a sudden onset. The therapy concern was not related to positional movement and there were no falls/trauma, activity, or emi reported. It was determined that the stimulation was on using the programmer. The patient did have an appointment with their managing physician today but they were not aware of the change in therapy and need to have an adjustment. The patient was redirected back to call their doctor for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient notified their managing physician about their stimulation changes, and they recommended the patient have an adjustment to the stimulator. The patient had an adjustment which resolved the issue. The patient stated that the cause of the issue had not been determined and they did not have an appointment with their doctor. The patient weighed (B)(6) at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.